Event description:
The customer reported a mist coming from their unit. Employee complained of burning and tearing eyes while working in the room with the unit. The employee did not require medical attention.

Manufacturer narrative:
Two of two reports from this facility.